Event description:
It was reported to philips that a tube cover fell. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was outside of clinical use at the time of the reported event. A philips field service engineer (fse) noticed during a planned maintenance visit that the tube cover plate was not fixed properly. It was identified that one of the four screws securing the tube cover plate was broken. In order to resolve the reported issue, the fse replaced the tube cover. The system was returned to use in good working order and ready for clinical use. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received that the issue occurred without patient involvement and investigation identified that the issue did not have any impact on system functionality as well as the cover plate was not at risk of falling. This scenario would not be likely to cause death or serious injury if it were to recur. Philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the tube cover did not fall. During a planned maintenance visit, it was identified that the cover plate that holds the cover of the tube was not fixed properly. The system was outside of use at the time of the reported event. A philips field service engineer (fse) identified that one of the four screws securing the cover plate was broken. In order to resolve the reported issue, the fse replaced the cover plate. A root cause for the broken screw could not be determined. The system was returned to use in good working order and ready for clinical use. A technical investigation determined that the cover plate is a lightweight plastic cover secured with four screws. The cover was not at risk of falling, as the remaining screws will secure the cover. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received. Investigation identified that the issue occurred without patient involvement and that the cover plate was not at risk of falling. This scenario would not be likely to cause death or serious injury if it were to recur. Philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.